Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment turns off suddenly. Upon functional testing fse found that failure was due to a problem in the angiograph geometry, fse replaced the geo pc. After replacement of the geo pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system suddenly turned off. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that ippc ( image processing pc) was failing. The ippc ( image processing pc) has been replaced that the system was returned to use in good working order.